Manufacturer narrative:
The pump was returned with the percutaneous lead (lead) cut approximately 3.5 inches from the pump housing and the distal portion of the lead was not returned. The inflow conduit and outflow cannula were returned attached to their respective pump ports. The outflow graft and bend relief were severed at the graft attachment hardware. Evaluation of the inflow and outflow conduits revealed no evidence of developed depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the device also revealed no evidence of adhered or developed depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the percutaneous lead did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A correlation between the device and the reported infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 6 years, 2 months. The device was returned for analysis. Evaluation is not complete. No further information was provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that the patient received a heart transplant. There were no reported alarms and no adverse impact to the patient. The patient was listed as (B)(6) for a heart transplant was extended on (B)(6) 2017 due to chronic infection of the lvad pump, driveline and driveline exit site. The patient had been medically maintained on chronic suppressive therapy with intravenous ertapenem 1 g daily. On (B)(6) 2017, the patient received a heart from a donor and was transplanted. No additional information was provided.